Event description:
It was reported that the drill bit broke. Although the instrument was used in surgery, there were no patient complications reported.

Manufacturer narrative:
The devices have not been returned to medtronic for evaluation. Unable to determine cause of the event.